Manufacturer narrative:
Block e1 (initial reporter address 2): qiandongnan miao and dong autonomous prefecture. Block h2 (correction): block a1 (patient identifier) has been updated based on the information that was identified on (B)(6) 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed. The ligator housing was not returned; only the handle was received. Upon inspection, it was confirmed that the slack had been taken up and there was evidence that the loop was properly secured to the post. Additionally, the handle was rotated 180 degrees until an audible click was heard, and no issues were identified with its functionality. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. The device was returned with no visible damage to the handle, and the suture wire was found with seven knots. However, the ligator housing was not included for analysis. Due to the absence of the ligator housing, the most probable cause of the reported issue could not be determined. Without a complete evaluation of the device, it remains unclear what factors may have contributed to the event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the first five bands could be deployed correctly, but the sixth band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the first five bands could be deployed correctly, but the sixth band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.